Manufacturer narrative:
Concomitant medical product: a2dr01 ipg, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during device interrogation no capture was noted on the right atrial (ra) lead. Troubleshooting / diagnostic testing was performed and then the lead was capped and replaced. No patient complications have been reported as a result of this event.